Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter and test strips have been returned on (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were evaluated and it was found that when tested with control solution, the returned tested strips gave results above the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 408 mg/dl on the reported meter and the reading of 221 mg/dl on the other meter. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.